Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Medical devices. Model: dtba1d1, crt-d; implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented due to their implantable cardioverter defibrillator (ICD) toning an audible alert. Upon interrogation, it was noticed that the right ventricular (rv) lead superior vena cava (svc) defib coil impedance was variable and had increased to a high level, triggering the audible alert. The svc impedance increased exponentially with resistive flexion of the patient's arm during in-office testing. The lead currently remains in use. No patient complications have been reported as a result of this event.